Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a synchroseal recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have failed the recognition test based on log review, but this failure was not replicated during in-house testing. On an in-house system, it passed recognition and engagement on multiple attempts. The synchroseal instrument was found to fail intuitive motion in the grip open motion. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly, the grips were not able to open both on and off the system. The instrument housing was removed, and the set screw was found to be dislodged within the housing, likely causing the failed grip open motion. The set screw is intended to hold the grip ring onto the grip drive adapter to complete the proximal grip drive adapter assembly. The grip ring was found to be dislodged at the proximal end, likely caused by the dislodged set screw. The grip ring was found to be toward the end of the grip drive adapter with the grip cable's spherical crimp outside of its original position. This likely caused the instrument to fail for intuitive motion in the grip open motion when placed on the system. The complaint regarding recognition issue was not confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to the manufacturing process.